Event description:
The pt reportedly experienced intermittencies. External equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.